Event description:
It was reported that the procedure was to treat the internal carotid artery that was both moderately calcified and tortuous and 80% stenosed. Reportedly, there was great resistance during advancement of the delivery catheter of nav6 to the lesion so the physician withdrew the device. After removal, it was noted that the black outer jacket on the delivery catheter became torn and the hypotube underneath remained intact. There was no adverse patient effect or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned embolic protection system (eps). The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported tear/separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported failure to advance, torn/separated delivery catheter (dc) pod and noted bare wire damages appear to be related to case circumstances of the procedure. In this case, the failure to advance was likely caused by the challenging anatomical conditions, likely causing kinks and damages to the pod and bend damages to the bare wire. Manipulation during retraction likely resulted in the dc pod separation and the appearance of tearing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.